Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage and dislodgement occurred. The target lesion was located in the proximal right coronary artery (prox rca). A 4.00x16mm promus premier stent was prepared with no issue. After pre-dilation, the stent was advanced, but could not pass around the prox rca bend. So it was taken back out to buddy wire. The stent was caught on the end of the guide catheter on the first attempt to withdraw into the guide catheter. Despite multiple attempts, the physician could not get it back and only risked splaying the proximal part of the stent more. Eventually the whole system was pulled down to the arm. The stent came off the balloon in the process. The physician managed to pass a 2.0 balloon through it easily and pulled the mangled stent out of the radial artery with a lot of force. This procedure was completed with another 4mm promus premier stent. No patient complications were reported. The final outcome was fine. In the opinion of the physician, this was not a particularly difficult or prolonged case.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage and dislodgement occurred. The target lesion was located in the proximal right coronary artery (prox rca). A 4.00x16mm promus premier stent was prepared with no issue. After pre-dilation, the stent was advanced, but could not pass around the prox rca bend. So it was taken back out to buddy wire. The stent was caught on the end of the guide catheter on the first attempt to withdraw into the guide catheter. Despite multiple attempts, the physician could not get it back and only risked splaying the proximal part of the stent more. Eventually the whole system was pulled down to the arm. The stent came off the balloon in the process. The physician managed to pass a 2.0 balloon through it easily and pulled the mangled stent out of the radial artery with a lot of force. This procedure was completed with another 4mm promus premier stent. No patient complications were reported. The final outcome was fine. In the opinion of the physician, this was not a particularly difficult or prolonged case.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: microscopic examination of the returned device noted the stent had detached from the catheter and was resting on the guidewire. The stent was severely stretched and flared circumferentially at the distal end, indicating that the stent had been dilated by a balloon. The catheter was returned separately. The balloon was folded and stent crimp marks were clearly visible. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. The directions for use states: at device preparation a vacuum should be pulled for 15 seconds in order to ensure all air is expelled from the device. Also, the directions for use states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).